Event description:
It was reported that the insulin pump constantly alarmed no delivery during basal/bolus/fixed prime delivery. The customer's blood glucose was 528 mg/dl. The customer was unable to treat because they do not have a back-up plan. The customer stated that they have tried performing troubleshooting on their own but were unable to resolve the issue. Assistance was provided and troubleshooting was performed. During fixed prime step insulin did not exit and the insulin pump alarmed no delivery. However, insulin did exit with manually priming. The customer was advised that the alarm may have been caused by reservoir or infusion set occlusion. The customer had reported no delivery alarms with another lot of reservoirs and had returned infusion sets due to no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.